Event description:
A consumer reported that diamondclean power toothbrush charging base caught on fire. No injury or property damage was reported.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in canada. Product was not returned to confirm a malfunction has occurred.